Manufacturer narrative:
No medwatch form was received. Internal insulation abrasions were found at 8.3-8.5cm, 8.7-8.8cm, and 13.5-14.5cm from the electrode tip. The etfe coating was intact at these locations. (B)(4). (B)(6). No complaint received with return of device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.